Event description:
It was reported by service report that the scale is not accurate due to error codes from a faulty load cell. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.